Event description:
The patient reported on (B)(6) 2026, that they experienced skin irritation in the form of blisters/welts and raw - open skin while using the mcot universal patch device. The patient did seek medical attention from their doctor. The patient did use a prescription medication as a treatment method. The patient did follow the skin preparation guidelines. The patient did report skin sensitivity/allergies to adhesives or metals.

Manufacturer narrative:
The patient reported on (B)(6) 2026, that they experienced skin irritation in the form of blisters/welts and raw - open skin while using the mcot universal patch device. The patient did seek medical attention from their doctor. The patient did use a prescription medication as a treatment method. The patient did follow the skin preparation guidelines. The patient did report skin sensitivity/allergies to adhesives or metals. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity and/or allergies to adhesives or metals. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.